Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a tower door failed and displayed a device not on bus error message. The station was rebooted multiple times; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. The field service engineer (fse) identified that the tower was connected to the auxiliary unit and reconfigured the setup by connecting the tower to the main unit and the system remote manager to the auxiliary unit. The fse determined that the tower was not receiving sufficient power, performed testing using the hardware test application, and confirmed that the system passed testing. The system functioned as intended after field service engineer repaired the device.